Event description:
Issues with inspiratory volumes matching expiratory volumes.======================manufacturer response for transport ventilator, vela (per site reporter).======================carefusion representative came in to investigate issue. He did extensive testing and found no problems with ventilator.device #1is this a laboratory device or laboratory test?no.